Manufacturer narrative:
Pump was received with normal operating currents and no unexpected low battery alarm, missing segments/partial display or blank display noted. Unit was received with motor error alarm during basic occlusion test and unable to prime at 2.5 lbs during prime/compromised force sensor system test due to faulty fsr (gold). Motor passed motor test. Unable to perform occlusion test due to motor error alarm. Unit was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer used glucose drinks but was unable to swallow, and was given glucose to treat. The customer was wearing the insulin pump during the incident. The customer stated that there were black lines on the pump screen, but the issue was resolved by a battery change. Troubleshooting was not completed. The insulin pump will be returned for analysis.